Manufacturer narrative:
(B)(4).

Event description:
The customer initially called questioning multiple patient results tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c (701) module. The customer provided data for 3 patient samples. The crep2 results for 2 patient samples were erroneous; however, the erroneous results were not reported outside of the laboratory. The customer provided additional information related to this event as a voluntary event report ((B)(4)) submitted directly to FDA. The following information was obtained from that report. The customer complained of falsely elevated crep2 results. The customer stopped using the c701 module. Out of 5,253 total patient samples run during a 7 day period, the customer pulled patient samples that had elevated results and repeated them. The customer identified 5 patient samples where the crep2 results were erroneous and had been reported outside of the laboratory. Corrected reports were provided to physicians. Patient 1 initial crep2 result was 5.04 mg/dl. The repeat result was 0.61 mg/dl. Patient 2 initial crep2 result was 3.07 mg/dl. The repeat result was 0.9 mg/dl. Patient 3 initial crep2 result was 4.94 mg/dl. The repeat result was 1.18 mg/dl. Patient 4 initial crep2 result was 5.48 mg/dl. The repeat result was 1.16 mg/dl. Patient 5 initial crep2 result was 4.51 mg/dl. The repeat result was 2.01 mg/dl. No adverse event occurred. The crep2 reagent lot number was 21138201 with an expiration date of 10/31/2017. The customer indicated that quality control (qc) results were within the expected ranges and that no other assays were affected. The field service engineer (fse) visited the customer site and identified a hole in vacuum tubing for a rinse nozzle. The vacuum line tubing was replaced. The customer ran qc and the results were acceptable. The customer stated that the issue with the vaccum tubing was the same issue they had on this same analyzer approximately 2 years ago.

Manufacturer narrative:
There have been no similar complaints at this site in the past 12 months. No abnormal trends were identified related to the vacuum tubing. A search for the reagent lot complained about found no past or new similar complaints.